Event description:
The customer performed 2 back to back blood glucose tests and received readings of 31 and 285 mg/dl and 267 and 92 mg/dl. The differences between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.